Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for root cause evaluation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information was provided, therefore, the root cause for the customer complaint issue cannot be determined and specific action with regards to this complaint cannot be taken. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an optometrist observed a clear filament in the anterior chamber of a patient's eye, during an postoperative visit two weeks after the cataract surgery. There has been no future treatment scheduled at this time in regards to the removal of the filament and no harm noted to the patient other than the retained foreign material. No additional information is expected. This is one of two patients.